Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump may have under delivered. It was reported that the remaining infusion volume was wasted and the pump was subsequently exchanged. Per reporter, the infusion was not life-sustaining. No adverse patient effects were reported.